Event description:
During follow-up, decreased pacing impedance and noise resulting in oversensing were observed on the right atrial (ra) lead. The physician alleged ra lead insulation damage, although it was not confirmed. The event was resolved by capping and replacing the ra lead during an unrelated procedure. The patient was in stable condition.